Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had dark screen and had cracks on the screen. The blood glucose levels of the customer was unknown. The customer also reported that the insulin pump had random no delivery alarm. The battery of the insulin pump didn¿t last long. While changing the reservoir, the plastic broke off the insulin pump will not be returned for analysis.